Manufacturer narrative:
(B)(4) as the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history, and information provided to abbott vascular. The investigation was unable to determine a definitive cause for the reported difficult to remove the gripper line; the gripper line break however, was due to the difficulty removing the gripper line. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that mitraclip instructions for use cautions the user that raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair clip delivery system performance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, it was reported that force was likely used while retracting the gripper lever.

Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was retained by the account and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during removal of the gripper line, resistance was felt, and the gripper line broke which has the potential to lead to a portion of the gripper line to be left in the anatomy. Intervention was performed to prevent air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted. The second clip delivery system (cds) was advanced to the mitral valve for grasping. During removal of the gripper line, strong resistance was noted and the gripper line broke. The cds was removed from the steerable guide catheter (sgc) and the two ends of the gripper line were visible outside the sgc hemostatic valve. The gripper line was then slowly removed while aspirating blood from the sgc. A total of two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.